Event description:
(B)(4). Event occurred in the united states it was reported that the infusion set's tubing came apart at the quick release site connector as the patient disconnected the tubing to take a shower but could not reconnect the tubing. The site location was patient's left side and the pump was located on the left side as well. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.